Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a coredx biopsy forceps was used during an unknown procedure performed on (B)(6) 2022. During the procedure, it was reported the handle was activated, but the cup did not open or close. The procedure was not completed and was rescheduled for a later date. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a coredx biopsy forceps was used during an unknown procedure performed on (B)(6) 2022. During the procedure, it was reported the handle was activated, but the cup did not open or close. The procedure was not completed and was rescheduled for a later date. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: impact code f1001 is being used to capture the reportable issue of aborted/canceled procedure. Block h10: the returned coredx biopsy forceps was analyzed, and a visual evaluation noted that the links were detached from the core wire. Microscope inspection revealed that the corewire was detached. They remained attached to the jaws. Functional inspection observed that the jaws did not open. No other notable defects noted. The reported event was confirmed. Based on all available information, it is most likely that user manipulation, some technique applied during procedure while introducing the device, and/or anatomical factors could have contributed on providing resistance during the device actuation as evidence of wastes from procedure found at the tip. Once the device presented resistance to be actuated, the user may have applied an extra force/tension to the device and as a consequence the core wire got detached from the links, avoiding the correct functionality of the device. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.